Event description:
It was reported that the patient experienced acute pain while stimulation is turned on. This began after a fall approximately 1 month ago. The pain is at the device location, and little bit above it. The patient stated that the stimulation in the wrong location. The patient felt stimulation in their legs and not in the back. The patient added that when he turns stimulation off it still felt like it was turned on. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information: the patient reported that they received assistance from the manufacturer representative and their concerns were resolved. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2008. Product type: lead: product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2008. Product type: lead: product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead: product ID 37752, serial# (B)(4), implanted: (B)(6) 2008. Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 37082-40, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension. (B)(4).